Manufacturer narrative:
Visual and biological inspection could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. A review of the device history records for the subject lot number shows that the device expiration date is listed as may 2017. A review of the sterility records was performed and all indicate that all eto sterilization tests passed upon release to distribution. Thus, there is no indication that the patient's infection would have been contributed by the device. Because there are no indications to suggest the device did not meet product specifications upon release into distribution, it is possible the infection existed in the patient before the surgical procedure was performed or was induced by another surgical instrument unassociated with the device the IFU contains warnings and precautions for appropriate use of this device.

Event description:
It was reported that following a shoulder procedure using a 2.8 mm q-fix all suture anchor, the patient returned to the facility several weeks post procedure with an infected implant. The facility inspected the implant and scheduled to clean the infection out. No additional details were provided regarding the outcome, however no further patient complications have been reported.